Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date, and a barbed suture was used. During the procedure, the suture broke in half while suturing on the mesh. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.